Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) unit had blood back issue. No harm or injury reported to the patient reported.

Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d9 (device available for eval), h6 (medical device problem code).

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11 corrected fields e1 (event site telephone) due to character limit in e1 event site telephone: (B)(6).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 it was reported that during use the cardiosave intra aortic balloon pump (iabp) had a blood back occur and caused unit to shutdown. Treatment able to be completed with a similar device. There was no patient harm. Per a getinge field service engineer (fse) the customer will not be repairing the unit.